Manufacturer narrative:
(B)(4).

Event description:
The consumer reported symptoms of sharp electricity and shocks. The location of the symptoms were reported to be down the nerve and down the back of their leg. The patient reported when they takes a step, they could feel the electricity go down their leg. Relevant medical history includes non-malignant pain.